Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00143. It was reported that during the system explant reported in (1627487-2020-00041, 1627487-2020-00145) one of the lead was fractured and a piece of lead remained in the patient. It is unknown which lead is liable, so both leads are reported.